Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted that the shock was inappropriately administered due low rwave amplitude resulting in oversensing of the t-wave. An attempt at optimizing the sensing vector resulted in noise. It was noted that the patient had recently lost a considerable amount of weight. An x-ray was taken which found that the s-ICD had migrated and the electrode had dislodged. The patient was admitted to the hospital and tachycardia therapy was programmed off. Two days later the sensing vector was re-optimized and all channels were without noise and had good amplitude measurements. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.